Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit's battery lasts only 1 hour despite the fact that during the inspection on (B)(6) 2026 the batteries were replaced. No patient involved.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that battery tests were performed and the backup battery time was observed to meet specifications (>135 min). No repairs were necessary and all functional/safety checks were performed to meet factory specifications. The unit was returned to the customer for normal use.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Correction fields: e1 (event site name), h6 (medical device code).

Event description:
N/a.